Manufacturer narrative:
Investigation: three photos and four loose 10ml syringes were received and evaluated. It was observed in the photos and the samples that all the syringes were missing the first two grad lines and they came from the printer that leaves one ink dot. One of the samples also had a 1.25¿ lengthwise crack centered on the 6ml mark, inside the grad lines, that was not depicted in the photos. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the missing print defect is associated with the marking process. After continued use, the metal cylinder with the print becomes worn and doesn¿t hold ink properly. The cylinder has been changed since the incident.

Event description:
It was reported that an unspecified number of bd¿ syringe ll bns experienced scale marking issues.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of bd¿ syringe ll bns experienced scale marking issues